Event description:
Device 5 of 6. Reference MFR report: 3008829311-2017-00639, 3008829311-2017-00640, 3008829311-2017-00641, 3008829311-2017-00642 & 3006705815-2017-001194. It was reported the patient experienced left leg weakness following her drg & scs system trial procedure. The patient was advised to rest and was prescribed steroids.